Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, almost every staple from the reload did not form. It was also reported that there was a big hole on the staple line as it was incomplete, allowing a big leak from inside the gastric cavity. It was seen that the some staples did not deploy and were still attached to the reload. The surgeon had to perform a big manual suture above the staple line and the procedure was converted to a laparoscopic gastric bypass and the surgical time was extended by an hour and a half.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. A video was also provided. A visual inspection of the returned photos and videos noted the jaws were open. Staples pushers were up distally. Several malformed staples could be seen resting on the staple cartridge. A monitor displaying a tissue cavity could be seen. A grasping instrument was used to apply gauze to a bleeding staple line. Blood was pooling around the staple line. Several staples appeared malformed. A clip could be seen attached to the staple line. The gauze was moved and applied against the staple line. A second grasping instrument could be seen. Blood could be seen pooling around the staple line. Several malformed staples were protruding from tissue. Visual inspection of the actual device noted that the reload was fully fired with the interlock engaged and had damage to the cutting edge of the knife blade. The reload had damage to the cutting edge of the knife blade. Functionally, the reload was loaded into a representative instrument, the interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that every staple from the reload did not form, there was a big hole on the staple line as it was incomplete, allowing a big leak of contents from inside the gastric cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.